Event description:
The reporter stated that the surgeon was using sfc-25fp with a competitor's lens and the surgeon had difficulty loading the lens into the cartridge and the lens haptic tore off, this occurred twice with this same cartridge on this same surgical procedure. There was patient contact with the cartridge, but no patient injury.